Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter proximal end was found to be kinked/bent. The catheter shaft was found to be broken/fractured. The catheter shaft was found to be flat/crushed. The hub and the tip were found to be intact. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. It was reported that when delivered the flow diverter in subject microcatheter, the microcatheter suddenly got fractured at hub. During analysis, the catheter distal end was found to be kinked/bent, the catheter shaft was found to be flat/crushed, the catheter shaft was found to be broken/fractured 54cm from the hub and the catheter shaft was found to be broken/fractured under the strain relief, which could have been perceived by the physician to be the hub that was broken. It is probable that manipulation of the device due resistance, and the patient¿s tortuous anatomy would have caused the damage noted during analysis. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported 'catheter hub broken/fractured' as well as the as analyzed 'catheter shaft kinked/bent', 'catheter shaft flat/crushed' and 'catheter shaft broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The microcatheter (subject device) was returned for analysis and it was discovered that the shaft of the microcatheter (subject device) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.